Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery and battery out limit. While troubleshooting the insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The customer was holding the button to fill the tubing and they did not see the motor move but was seeing the numbers on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.